Event description:
Customer reported an issue with the speaker and vibrate function of a pump, noting that the volume and vibration were too quiet. There was no adverse impact to the customer's blood glucose level. Customer's blood glucose was 59 mg/dl due to the issue, and they consumed carbohydrates to address this. Technical support instructed the customer to check sound volume settings, which were confirmed to be correctly configured, and the customer acknowledged this information.